Event description:
Received email from caller asking for update. Tss will check with engineering. Technical services (tss) sent update to caller that there were no findings in mdt file and that they could try the disable/enable feature if they hadn't yet. Otherwise, there isn't further troubleshooting to be done. Also sent warranty team info to caller.

Manufacturer narrative:
B5 is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was having trouble charging their implant and the issue began at least a week ago or so. Patient rep stated every time they tried to charge the implant the controller said it couldn't find the device. Patient rep spoke with a manufacturer representative (rep) about the issue. The patient's representative (pt rep) noted they were sent a brand new controller and they switched everything out but it was still not working and they were still getting the same messages no device found/can't find device. Agent instructed patient rep to check for damage; no visible damage to li battery pack pins and recharger. Agent walked patient rep through resetting controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; implant went into passive recharge mode with numbers 88-88-90. Agent asked and patient rep mentioned the implant was last charged friday. Agent waked patient through passive recharge mode test; controller showed looking for device then unable to recharge ensure the recharger is over your implanted device (74). The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.  Additional information was received from a manufacturer representative (rep). It was reported that  the rep met with the patient (pt) yesterday after the pt was sent the replacement recharger. Rep said they tried to charge the implantable neurostimulator (ins). Rep reports the recharging only worked when the controller was physically very close to the recharge paddle. If he moved the controller farther away from the recharge paddle it stopped charging the ins. The reps explanation was confusing and technical services (tss) was unable to have the rep try any troubleshooting because the rep was not with the pt. Rep kept talking about passive recharging but also said they saw excellent coupling. Rep said he will meet with pt again in a couple weeks. Tss advised the rep to call back when they are with the pt. Additional information was received from a manufacturer representative (rep). It was reported that the patient has been using replacement controller and recharger to charge implantable neurostimulator (ins) over the last month but they've had to place the controller right over the recharger over the ins to charge and it has become more difficult to maintain the connection. Caller indicated they've seen this behavior one other time. While in office with the patient, technical services (tss) had the caller connect to the ins with each external device which resulted in the following: tablet - with communicator directly over ins, communication was successful and showed ins was 80%. When caller attempted to make an adjustment to stimulation and then moved the communicator 6-8 inches away, the tablet showed "no device found". Once communicator was moved back over the ins, it re-connected and made the adjustment. Caller stated the recharge stats showed that it took the patient 4 session yesterday to go from 60-80% and all were poor recharge quality. Tss walked caller through generating file and end session. Controller - holding controller arms' length away from ins (as a patient normally) would showed "no device found" but when caller moved controller directly over ins it connected to show therapy screen. Controller with recharger - holding controller away with ins with recharger over ins (as a patient normally would), it showed "no device found" and then "poor recharge quality". Caller was able to palpate ins and eventually had to restart the session since it kept showing "poor recharge quality". When controller was placed directly on top of recharger over ins, controller showed charging excellent with ins at 80%, controller at 100%. If recharger was kept in place but controller was moved away, "no device found" was displayed and then when controller was moved back over the recharger, it went back to charging with excellent connection. When controller was moved away from recharger and forced to passive recharge cycle, antenna locate numbers were in low 90s and decreased to low 30s when the recharger was moved away from ins. Tss reviewed that caller will need to send in a file and session report for analysis and tss will escalate the case.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative. It was reported that cause of the alleged issue has still not been determined and they are still waiting to hear back from the engineering team after all the reports were sent in. On call, they walked through with the tech services member anything that they recommended, however, no interventions fixed the issue. The issue has not been resolved. The information has not currently been confirmed by the physician. They are waiting on further advice from engineering on next steps to take. Caller emailing to check on current status. Tss reviewed that this case will be discussed with engineering feb 5 and that a final decision will be communicated to caller.